Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in moderately tortuous and moderately calcified superficial femoral artery. A 4.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.